Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by abdominal pain and turbid fluid, during use of a transfer set. It was reported that the transfer set was replaced on the same day the patient was hospitalized. The nurse checked the patient's transfer set and found that it was not loose. At the time of this report, the patient's treatment, outcome and action taken with pd therapy was not reported. No additional information is available.